Manufacturer narrative:
Additional information was provided by the affiliate. The device was stored, inspected, and handled according to the IFU specifications. There were no anomalies noted to the box, pouch, hoop, or balloon sleeve, and during prep of the device. It is unknown if there was difficulty encountered removing the balloon sleeve, and if there were any kinks noted on the device prior to use. It is also unknown if the guide wire used was kept hydrated at all times. It is also unknown if there was difficulty advancing the device and guide wire into the patient. The device was removed in one piece from the patient, but it is unknown if the device was easily removed. The device did not separate or break into two or more pieces at any time during the case. It is unknown if excess force was applied at any time during the procedure. (B)(6). Complaint conclusion: during a percutaneous transluminal angioplasty (pta) of the right superficial femoral artery, it was reported that the 4mmx10cm 90 saber pta catheter was delivered and inflated at the lesion; however it ruptured at nominal pressure during its initial dilatation. Therefore, it was removed from the patient and exchanged for another saber pta catheter with a different size. The procedure was finished successfully. There was no patient injury reported. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 80%. Additional information was provided by the affiliate. The device was stored, inspected, and handled according to the IFU specifications. There were no anomalies noted to the box, pouch, hoop, or balloon sleeve, and during prep of the device. It is unknown if there was difficulty encountered removing the balloon sleeve, and if there were any kinks noted on the device prior to use. It is also unknown if the guide wire used was kept hydrated at all times. It is also unknown if there was difficulty advancing the device and guide wire into the patient. The device was removed in one piece from the patient, but it is unknown if the device was easily removed. The device did not separate or break into two or more pieces at any time during the case. It is unknown if excess force was applied at any time during the procedure. The device will not be returned for analysis. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot 17068376 was performed and revealed no anomalies during the manufacturing and inspection processes. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the information available for review, vessel characteristics (heavy calcification) may have contributed to the reported burst. Neither the DHR nor the information available for review suggests a design or manufacturing related cause for this event. Therefore, no corrective action will be taken at this time.

Event description:
During a percutaneous transluminal angioplasty (pta) of the right superficial femoral artery, it was reported that the 4 mm x 10 cm 90 saber pta catheter was delivered and inflated at the lesion, however it ruptured at nominal pressure during its initial dilatation. Therefore, it was removed from the patient and exchanged for another saber pta catheter with a different size. The procedure was finished successfully. There was no patient injury. Reported. The product was clinically used and it will not be returned for analysis. The patient a (B)(6) male. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 80%. After the lesion was crossed with a guidewire, the saber pta balloon managed to be delivered and inflated at the lesion. However, it ruptured at nominal pressure during its initial dilatation.

Manufacturer narrative:
(B)(6). This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot 17068376 was performed and the following was found: review of lot 17068376 revealed no anomalies during the manufacturing and inspection processes. Additional information is pending and will be submitted within 30 days upon receipt.